Event description:
Caller indicated, the advance meter was reading high. At 9pm patient's blood level dropped suddenly and he was almost unconscious. Medics were called. Medics meter read 20 and advance read 64. He was taken to the hospital and released after 5 hours when his blood level was back up. He is doing fine.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification.